Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular compression was assessed as equivalently expected as vascular compromise and the event of diplopia was assessed as equivalently expected as vision impairment based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). The reported numbness is considered to be a consequence of the event vascular compression and was therefore not coded. Off label use of device was coded only for formal reasons. Injection into the cheeks is no approved indication for radiesse(+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the events of diplopia and vascular compression were deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse (+) into the cheeks (off label use of device). Batch number was reported as unknown. After the radiesse (+) injection, the patient experienced compression. The patient experienced numbness, and blurry/double vision while sitting up but not laying down. This was possibly result of a nerve-muscle disruption due to compression. The patient was already talking to an ophthalmologist. The provider had already flooded the area with saline and the patient had good capillary refill, but vision was still blurry and/or double in certain positions. The provider did not use hylenex and was not sure if she was going to yet. The outcome of the event compression was unknown. Due to the provided information, the outcome of the event double vision/blurry vision was considered as not resolved.